Event description:
During interrogation when the device was inside the box, the device went into backup vvi mode due to interference from a nearby programmer that was downloading a firmware update. The pacemaker was not implanted and there were no patient consequences.

Manufacturer narrative:
No conclusion code available. The reported event of backup operation was confirmed. Analysis of the device image revealed some telemetry interruption. The telemetry interruption resulted in the backup operation. The cause of the telemetry interruption is consistent with anomalies associated with device upgrade procedure and not device related. Electrical testing revealed normal device characteristics with battery voltage near beginning of life (bol).